Manufacturer narrative:
During testing at power on, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service code alarm. During further testing, leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center "for update/recertification". This is not a reportable malfunction. During verification testing at the service center, leakage was noted from the disposable batteries in the battery compartment of the device.